Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and there was a blockage in the cartridge a cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has manual insulin injections if needed.